Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to erosion. Reportedly, a hard suture was sticking out of the incision. There were no additional adverse patient effects reported. The rv lead remains in service.

Manufacturer narrative:
This supplemental report was created to update the entry in d6b: explant date and h6: impact codes.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to erosion. Reportedly, a hard suture was sticking out of the incision. There were no additional adverse patient effects reported. The rv lead remains in service. Additional information indicates that the pacemaker was explanted due to unknown product performance anomaly. There were no additional adverse patient effects reported.